Manufacturer narrative:
Additional data: h10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m163169 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m163169, test base part number 190-430 / lot m163169 . The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m163169 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided for investigation. However a possible assignable root cause is sample interference or cross contamination.

Event description:
The customer reported three (3) false negative results with the ID now covid-19 assay for three (3) patients performed on (B)(6) 2021 on a direct tested nasal kitted swab. Pcr confirmation testing generated positive results for each negative result. No additional patient information, including treatment and outcome, was provided. .

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.